Event description:
While servicing the device, a philips field service engineer (fse) discovered that the pins on the battery pca were pushed in and the battery pca needed to be replaced. There was no reported patient involvement.